Event description:
In 2007, nellcor puritan bennett received a report of an inner cannula separation on a 8perc tracheostomy tube. The caller reported that during routine cleaning, it was discovered that the inner cannula of a 8perc would not stay in place. The caller stated the problem was with the tracheostomy tube and not the inner cannula. The caller reported that the patient had to be re-intubated.